Event description:
This drill was used in (B)(6) 2022. There were 3 ortho room running that day, so we don't know which room it was used in. The drill went through decontamination, but when the drill and rest of the tray was being reassembled, the cpd tech noted that the power ream attachment was coming apart. The tech completely disassembled the attachment and found significant bioburden inside. This attachment is not meant to be disassembled, but because it was loose the contamination was discovered.